Manufacturer narrative:
Other text: d3, g1,2 email is: (B)(6). B3: event date unknown. G5: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal swollen and a scratched lens. Event history logs were not reviewed. Functional testing was able to replicate the reported issue; accuracy testing failed. The root cause of the reported issue was determined to be the pump's expulsor. The expulsor and valves were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited delivering inaccuracy. During testing, the device underdelivered with a result of -6.079 percent. It is unknown if there was patient involvement, no adverse patient effects were reported.